Event description:
It was reported that while inspecting the zimmer air dermatome ii it was observed that the coating was bubbling where the blade sits as well as other areas of the handpiece and on all of the width plates. No additional clinical information was available regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.